Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The complaint of a kinked guidewire was able to be confirmed by the photos. The guidewire is within the assembly and the cap is not in place. Biological material is observed on the guidewire. The customer also returned one, opened cvc kit for analysis. The guide wire assembly will be analyzed as part of this complaint. Signs of use were observed on the guide wire surface, which contradicts the customer report that the defect was observed "prior to use". The customer was contacted, and they confirmed that the biological material was from the customer handling the sample with bloody gloves. Initial visual analysis also revealed that the guide wire was inverted within the tubing. Further analysis revealed kinking/bending across the guide wire. Microscopic examination confirmed the damage and revealed that the distal and proximal welds are full and spherical. When fully assembled inside the returned tubing, all locations of the kinking are located inside the tubing, protecting it from damage within the kit. The guide wire length measured 600mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.850mm, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The guide wire was advanced through a lab inventory arrow raulerson syringe (ars) and 18ga introducer needle. Resistance was encountered at the location of the kinks. All functional sections of the guide wire passed with no issue. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged." And "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The report of a kinked guidewire was confirmed through complaint investigation of the returned sample. Visual analysis revealed kinking/bending across guide wire. When fully assembled inside the returned tubing , the kinking/bending is located inside the tubing, protecting it from damage. Signs of use in the form of biological material were observed, which contradicts the customer report that the defect occurred prior to use. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the root cause cannot be determined at this time as it is unknown if the damage occurred before or after the customer handled. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "(B)(6) 2025, in (B)(6) hospital, the doctor found the swg kinked and can't use." The user changed to a new set to resolve the issue. There was no patient harm or injury. The patient's current condition is reported as "fine".

Event description:
It was reported that "on 13 nov 2025, in (B)(6) hospital, the doctor found the swg kinked and can't use." The user changed to a new set to resolve the issue. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).